Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving morphine of an unknown concentration and dose via an im plantable infusion pump for chronic low back pain, lumbar radiculopathy, and spinal pain. It was reported by the patient that he got his pump replaced due to normal battery depletion. The patient stated that the healthcare professional (hcp) used glue rather than stitches and the patient ended up with an allergic reaction and infection. The patient came home from the hospital on (B)(6) 2017 and then noticed on (B)(6) 2017 that there were bumps all over the implant site. The patient stated that on (B)(6) 2017 it got real bad. The patient stated that the bed was covered and "fluid was all over the blanket, sticky substance". The fluid was coming from the bumps per the patient. On (B)(6) 2017 the patient was put in the hospital for 5 days and was given antibiotics. The patient wanted to have the pump replaced. The patient had pain and was "turning all red" on the left butt cheek side. The patient stated that it sits right on his beltline and it was sticking out and bothers him so much when he is sitting in his car. The patient also stated that last night ((B)(6) 2017) it was doing it and he could not lay on it. The patient stated that it was aggravating, and that it was still swollen because it was 2 months after surgery and wouldn't you think that it wouldn't be. The situation was being addressed by the hcp.